Manufacturer narrative:
Submit date: 08/10/2016. An investigation is currently under way; upon completion the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2016 that a customer had an issue with a safety needle. The customer reports we are having some issues with our 3ml syringes with 23 gx1 and 25 g xl needles. The needles have not been attaching to the syringe. The needle attaches by screwing the needle to the syringe; however the needle has been cracked and therefore not creating a seal.

Manufacturer narrative:
Submit date: 12/7/2016. The device history record (DHR) for lot 611764 indicates that no issues were found in the samples tested. There were no samples submitted with this complaint; therefore, the reported condition could not be confirmed. This complaint shall be reopened if a sample is received. The exact root cause could not be determined based on available information. Prior to a lot¿s release, the lot must be deemed acceptable by passing inspections that are based on a valid sampling plan. Inspectors routinely examine a statistical sample both physically and visually. Specifically, samples are inspected for hub leaks. The lot met all defined acceptance criteria and was released. Corrective action will be limited to manufacturing awareness. This complaint will be recorded for trending purposes and used to assess the need for corrective actions.